Event description:
The facility reported a pump with batteries that won't hold a charge. This occurred before use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional contact information is available.